Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, stent thrombosis occurred per adjudication. The patient's last contact was in (B)(6) 2016 and at that time the patient was seen by a cardiologist consult during a hospitalization.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented with stable angina and cardiac catheterization was recommended. Subsequently, the index procedure and coronary angiography were performed. Target lesion was a de novo lesion located in the mid right coronary artery (rca) with 76% stenosis and was 16mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with direct stent placement of 3.00mm x 24mm promus element¿ plus stent, with 0% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient expired. The cause of death was not known. There was no information if autopsy was performed.